Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the batch record, supplier evaluation, trending of the product malfunction code, retains testing, and standards hazard list. The batch record was not reviewed as this was not related to a manufacturing or functional issue. Supplier evaluation was not required as this was not a manufacturing or functional issue. The trend for the product malfunction code of procedure related was assessed from (B)(6) 2014 through (B)(6) 2015 and did not reveal a significant trend. The trend for the product malfunction code of expired product was assessed from (B)(6) 2014 through (B)(6) 2015 and did not reveal a significant trend. Retain testing was not performed as this was not a manufacturing or functional issue. The standard hazards list (shl) was reviewed for the issue of procedure related and expired product and the risk was determined to be negligible. The assignable cause is the use of expired product. The customer reported using the product after the expiration date but within the two hours of activation of the solution. Asp will continue to track and trend this issue. No further investigation is required at this time.

Manufacturer narrative:
(B)(6).

Event description:
A customer reported using expired cidex activated dialdehyde solution after receiving a notification from advanced sterilization products (asp) that data for cidex activated dialdehyde solution supports a 12-month shelf life even though the product is labeled for a 24-month shelf life. The notification stated the use of cidex activated dialdehyde solution after 12 months may result in inadequate medical device reprocessing or re-contamination if it is used for processing within the first 2 hours of activation. The load was released and used on patients before the customer knew of this change. Customers were advised to subtract 12 months from the expiration date labeled on the container to achieve the new expiration date. The customer stated after doing this, they realized the container's new expiration date was expired as of 9/2015. There are no reported serious injuries or adverse events related to this issue. As a matter of policy, asp has decided to report cases where the customer uses cidex activated dialdehyde solution beyond its expiration date.